Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced sob at all times except when sitting. It was also reported that there was loss of capture in rv and lv.